Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: review of the log files provided by the account confirmed lvad internal fault alarms. The controller event log file contained approximately 4.5 hours of data from 7:22:44 am through 12:08:12 pm on (B)(6)2020 per the timestamp. The file showed an intermittent issue with the communication between the lvad and the controller, which resulted in the pump speed, flow, and pi being recorded as 0. When the issue persisted for 10 seconds, the lvad internal fault alarm was activated. Based on the captured power values and the corresponding data from the lvad log files, the pump was operating normally at the set speed during these events. The lvad event log file contained data from 8:20:49 pm on (B)(6)2020 through 11:56:43 am on (B)(6)2020, per the timestamp. The current sense value ranged from 0 ma to 2550 ma throughout the file; however, intervals of time where the current sense value was locked at 440 ma were also observed. Additionally, persistent dclink_I faults were captured throughout the entire log files. Despite these events, the pump appeared to function as intended. The observed alarms appeared to be caused by an issue with the current monitoring circuit on board the pump; however, a specific root cause of this current monitoring issue could not be conclusively determined. A corrective action has been opened to further investigate this issue. The account reported that the patient¿s system controller was exchanged and the patient was home with no further alarms. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU and patient handbook address all system alarms as well as the recommended actions associated with them. The hm3 patient handbook further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number #2916596-2020-02163. It was reported that the patient had intermittent lvad internal fault alarms. During log file analysis, the lvad internal fault alarms were confirmed. Data readings that were missing were caused by internal fault. The site reported engineers said there was error in pump software. Alarms did not reoccur after controller exchange in clinic visit and the patient was discharged home.